Event description:
Bayer case number: (B)(4) because the implant is in the fallopian tube and uterus [partial expulsion of device], abdominal pain [abdominal pain] , discopathy [discopathy] , fatigue [fatigue] , asthenia [asthenia] , depression [depression] , burnout [burnout syndrome] , fibromyalgia [fibromyalgia] , joint pain [joint pain] , tendon pain [tendon pain] , numbness of fingers [numbness of fingers] , electric shocks in the fingers and other joints [electric shock sensation] , cognitive disorder-brain fog [brain fog] , cognitive disorders- memory didorder [memory disturbance] , cognitive disorder- loss of concentration [concentration loss] , on long term sick leave [sick leave] ,,,,,, disrupted my personal life for years [impaired quality of life] , unable to work [inability to work] , vertigo [vertigo] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 19-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of device expulsion ("because the implant is in the fallopian tube and uterus") in a 44-year-old female patient who had essure (ess205) inserted (lot no. 620727) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the day of essure (ess205) insertion, she experienced abdominal pain ("abdominal pain"), intervertebral disc disorder ("discopathy"), fatigue ("fatigue"), asthenia ("asthenia"), depression ("depression"), burnout syndrome ("burnout"), fibromyalgia ("fibromyalgia"), arthralgia ("joint pain"), tendon pain ("tendon pain"), hypoaesthesia ("numbness of fingers"), electric shock sensation ("electric shocks in the fingers and other joints"), brain fog ("cognitive disorder-brain fog"), memory impairment ("cognitive disorders- memory didorder"), disturbance in attention ("cognitive disorder- loss of concentration"), impaired quality of life ("disrupted my personal life for years") and vertigo ("vertigo"). In 2016 she experienced sick leave ("on long term sick leave") and impaired work ability ("unable to work"). On unknown date she experienced device expulsion (seriousness criterion intervention required). The patient was treated with surgery (histerectomy). At the time of the report, the outcomes for abdominal pain, intervertebral disc disorder, fatigue, asthenia, depression, burnout syndrome, fibromyalgia, arthralgia, tendon pain, hypoaesthesia, electric shock sensation, brain fog, memory impairment, disturbance in attention, sick leave, impaired quality of life, impaired work ability and vertigo were unknown. The reporter considered abdominal pain, arthralgia, asthenia, brain fog, burnout syndrome, depression, device expulsion, disturbance in attention, electric shock sensation, fatigue, fibromyalgia, hypoaesthesia, impaired quality of life, impaired work ability, intervertebral disc disorder, memory impairment, sick leave, tendon pain and vertigo to be related to essure (ess205) administration. The reporter commented: date of occurrence: (B)(6) 2007. Occurrence period: since insertion, gradually and sneakily. Since the insertion of the essure implant, problems have appeared, but the doctors questioned did not make the connection. Current state of patient: on long-term sick leave since 2016, for burnout and all the other pathologies indicated above until retirement from the territorial function since (B)(6) 2021 due to incapacity for work. It was only recently that I made the connection between all my health problems and major difficulties, following a long period of medical uncertainty, as doctors had never linked them to this toxic device that affects thousands of women. I suffer from all the pathologies mentioned above, which have disrupted my professional and personal life for years, with a considerable loss of income due to being unable to work since 2016. I have to undergo a hysterectomy because the implant is in the fallopian tube and uterus. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Because the implant is in the fallopian tube and uterus [partial expulsion of device]. Abdominal pain [abdominal pain]. Discopathy [discopathy]. Fatigue [fatigue]. Asthenia [asthenia]. Depression [depression]. Burnout [burnout syndrome]. Fibromyalgia [fibromyalgia]. Joint pain [joint pain]. Tendon pain [tendon pain]. Numbness of fingers [numbness of fingers]. Electric shocks in the fingers and other joints [electric shock sensation]. Cognitive disorder-brain fog [brain fog]. Cognitive disorders- memory disorder [memory disturbance]. Cognitive disorder- loss of concentration [concentration loss]. On long term sick leave [sick leave]. Disrupted my personal life for years [impaired quality of life]. Unable to work [inability to work]. Vertigo [vertigo]. Case narrative: the below report was received by health authority ansm (reference number: r2608047) on 19-mar-2026. The most recent information was received on 25-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of device expulsion ("because the implant is in the fallopian tube and uterus") in a 44-year-old female patient who had essure (ess205) inserted (lot no. 620727) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the day of essure (ess205) insertion, she experienced abdominal pain ("abdominal pain"), intervertebral disc disorder ("discopathy"), fatigue ("fatigue"), asthenia ("asthenia"), depression ("depression"), burnout syndrome ("burnout"), fibromyalgia ("fibromyalgia"), arthralgia ("joint pain"), tendon pain ("tendon pain"), hypoaesthesia ("numbness of fingers"), electric shock sensation ("electric shocks in the fingers and other joints"), brain fog ("cognitive disorder-brain fog"), memory impairment ("cognitive disorders- memory disorder"), disturbance in attention ("cognitive disorder- loss of concentration"), impaired quality of life ("disrupted my personal life for years") and vertigo ("vertigo"). In 2016 she experienced sick leave ("on long term sick leave") and impaired work ability ("unable to work"). On unknown date she experienced device expulsion (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the outcomes for abdominal pain, intervertebral disc disorder, fatigue, asthenia, depression, burnout syndrome, fibromyalgia, arthralgia, tendon pain, hypoaesthesia, electric shock sensation, brain fog, memory impairment, disturbance in attention, sick leave, impaired quality of life, impaired work ability and vertigo were unknown. The reporter considered abdominal pain, arthralgia, asthenia, brain fog, burnout syndrome, depression, device expulsion, disturbance in attention, electric shock sensation, fatigue, fibromyalgia, hypoaesthesia, impaired quality of life, impaired work ability, intervertebral disc disorder, memory impairment, sick leave, tendon pain and vertigo to be related to essure (ess205) administration. The reporter commented: date of occurrence: on (B)(6) 2007. Occurrence period: since insertion, gradually and sneakily. Since the insertion of the essure implant, problems have appeared, but the doctors questioned did not make the connection. Current state of patient: on long-term sick leave since 2016, for burnout and all the other pathologies indicated above until retirement from the territorial function since july 2021 due to incapacity for work. It was only recently that I made the connection between all my health problems and major difficulties, following a long period of medical uncertainty, as doctors had never linked them to this toxic device that affects thousands of women. I suffer from all the pathologies mentioned above, which have disrupted my professional and personal life for years, with a considerable loss of income due to being unable to work since 2016. I have to undergo a hysterectomy because the implant is in the fallopian tube and uterus. Batch number: 620727; manufacture date: 31-dec-2006; expiration date: 30-nov-2008. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-mar-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.